Event description:
The patient reported she was admitted to the hospital (B)(6) 2024 for pneumonia and a blood clot, was told her IV line may have caused the infection. The patient was discharged (B)(6) 2024 and is currently still on IV antibiotics. IV line was switched to PICC line, unknown how long patient will be using PICC line. Patient using cadd legacy pump. No further information available. Reported to (B)(6) by: patient/caregiver.